Event description:
It was reported that the user experienced persistent hyperglycemia for approximately 24 hours while using the ilet, with a pump reading of 353 mg/dl and a confirmatory fingerstick of 337 mg/dl; the user initially prepared to change the infusion set but elected to wait one hour as glucose levels began to decline, and troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Investigation included user guidance on infusion set troubleshooting and monitoring of blood glucose trends. Investigation of this case revealed an unclear cause of hyperglycemia, with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.